Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and infection (unknown onset).

Event description:
Patient representative reported "increased risk of developing alcl, fear of developing alcl, testing and evaluation for alcl, subcellular changes, capsular contracture, pain, inflammation, significant scarring, disfigurement, itching, burning sensation, anxiety, infection and insomnia, irritable bowel, chronic gi upset, chronic headaches, ,significant weight loss, aggravation of underlying conditions (no device related)". This record is for the right side. Device was explanted.